Event description:
It was reported by the rep that the device was used during a low anterior resection. It was reported after the surgeon fired the ax55b and resected the colon, he noticed that there was seepage of the rectal contents at the center of the staple line. There was also a leak of hemostasis at the same point. The staple line was secured by an abbreviated stitch and the procedure was completed without a consequence to the pt.